Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during insertion, the esheath was 'blocked' at the common iliac. It was decided to dilate the shockwave, and a new esheath was opened due to damaged in the distal portion of the esheath. During insertion of the new esheath, the esheath stopped at the same point. It was decided to dilated again with the shockwave, and dilated with a peripheral balloon. The operator requested a third esheath to be opened due to the second one being damaged in the distal portion. However, the third esheath stopped at the same point at the common right iliac. Upon removal, damage was observed in the distal part. A fourth esheath was requested for the last attempt. The new esheath was inserted and with a snare from the left access. The operator caught the introducer by pulling and tried to move the introducer from that point, but without success. The team decided to use a dryseal sheath, and implant a non-edwards valve. The non-edwards valve was implanted successfully and the patient was fine. During the analysis of the CT scan, it was observed that the patient had a calcified right common iliac in the main access. The left access was excluded because it was calcific and there was an almost 90 degrees kink in the common iliac. Per pre-decontamination engineering findings, the esheath distal tip was split.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation, and the following observations were seen on the returned sheath: liner lifted and bunched at the distal end. Remaining liner appears unexpanded. Soft tip appears damaged. Tip opened along axial score line with hdpe split. Tip remains closed along the radial score line. Scratches noted along hdpe. The following was observed on the returned imagery: all sheaths used in the procedure have the introducers fully inserted. The sheaths appeared curved from use. Variety of damage present on the sheaths including lifted liners, soft tip damage, and distal tip split. The sheath liner appears lifted and bunched at the distal end with a minor hdpe fold at that region. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip split and inability to introduce esheath were confirmed based evaluation of the returned device and imagery. However, no manufacturing non-conformance was identified. As reported, 'now, with a peripheral balloon (abbott armada 35 9mmx40mm) doctor tried to dilate again and tried to insert the third esheath, without success. The esheath always stopped at the same point at the common right iliac. Once out, the introducer was always damaged in the distal part'. As several attempts to dilate the vessel were performed, it is likely that the patient's access vessel was not appropriate for use with the edwards esheath introducer set. Per the IFU, 'this product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and sheath'. Evaluation of the returned device revealed the sheath tip opened along the axial score line and was further split into the hdpe. Additionally, the soft tip appeared damaged and scratches were present on the sheath shaft. All of these observations indicate the sheath interacted with calcification while in the patient, which aligns with the patient's 'very calcified right common iliac'. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. Calcification can create friction and damage through contact with the sheath. If the sheath was excessively manipulated to overcome the resistance experienced, the sheath distal tip can open and split and the liner can lift and bunch with high push force. Available information suggests patient/procedural factors (calcification, excessive manipulation) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.